Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration/migration of essure device location of device: uterus,/perforation (uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodule, hypothyroidism, dysfunctional uterine bleeding, thyroidectomy and endometriosis. Previously administered products included for an unreported indication: valium, erythromycin and percocet. Concomitant products included intrauterine contraceptive device (iud nos) for birth control. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), cystitis ("bladder/urinary problems :bladder infect"), migraine ("other injuries/symptoms: migraine/migraines / headaches,"), fatigue ("other injuries/symptoms: fatigue,") and vaginal haemorrhage ("abnormal bleeding (vaginal,") and was found to have neoplasm ("other injuries/symptoms: tumors,"). The patient was treated with surgery (ablation on (B)(6) 2009 and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, migraine, fatigue, neoplasm and vaginal haemorrhage outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, pelvic pain and cystitis had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, neoplasm, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test: bilateral occlusion t-shaped iud is also in place.. Pathology test - on (B)(6) 2016: a. Bilateral fallopian tubes with coils: ¿ unremarkable fallopian tubes. ¿ para tubal cyst. ¿ metallic coils (gross examination only). B. Para tubal cyst and endometriosis: ¿ para tubal cyst. ¿ fragment of fibrous tissue without endometrial glands or stroma specimen source: a. Bilateral fallopian tubes with coils. B. Paratubal cyst and endometriosis clinical information: pelvic pain gross description: a. The container is labeled "bilateral fallopian tubes with coils." Received in formalin are two pink, fimbriated fallopian tubes. Also received in the container is a tangle of multiple portions of silvercolored metallic coiled, wire-like material, grossly consistent with medical material used in a sterilization procedure. This coiled metallic material is retained a separate specimen container, which is labeled with the disposal date and "foreign body." The first fallopian tube is 4 grams and 5.5 cm in length by 0.6 cm in maximum diameter. Sectioning reveals lush-appearing inner lining but no distinct masses or lesions. This tube is sampled in cassette a 1. The second fallopian tube is 5 grams and 6.5 cm in length by 0.8 cm in maximum diameter with a 1.3-cm dominant, serous filled, paratubal cyst. Sectioning reveals tan, lush appearing inner lining but no additional distinct masses or lesions. This tube is sampled in cassette a2 . No additional coiled material is noted within either tube lumen. M/rs2 b. The container is labeled "paratubal cyst and endometriosis. W received in formalin are multiple pink-tan, rubbery to soft, irregularly shaped, fibromembranous-appearing tissue fragments, in aggregate 0.9 x 0.8 x 0.1 em. In addition, there is a 0.7 cm serous filled, pedunculated, uniloculated cystic structure. The specimen is entirely submitted in a filter bag in cassette.. Ultrasound pelvis - on an unknown date: there are small follicles noted within both ovaries which are otherwise normal in size, shape and echotexture. The right ovary measures 2.6 x 2.3 x 1.9 and the left ovary measures 3.3 x 2.4 x 2.3 cm no free fluid is seen. The uterus is anteverted. It is normal in size, shape and ecbotextme. It measures 9.7 crn in length x 4.1 x 6.3 cm. No free fluid is seen. There is no evidence of a pelvic mass. Impression: sonographically unremarkable pelvis and contents. No significant interval change as compared to (B)(6) 2007; on an unknown date: trans abdominally, the uterus measures 9.7 x 4.8 x 4.0 cm. The endometrium is not well seen transabdominally. Transvaginal, the endometrium is heterogeneous in appearance and normal in thickness, measuring 9 mm. The right ovary measures 2.9 x 1.7 x 2.0 cm, and the left ovary measures 3.6 x 2.2 x 3.0 cm. Flow is seen to both ovaries. Multiple sub centimeter physiological follicles are seen bilaterally. A complex cyst is seen in the left ovary measuring 1.5 x .0 x 1.7 cm. There is no evidence of free fluid in the cul-de-sac. Impression: complex 1.7 cm left ovarian-cyst. This most likely represents a hemorrhagic or degenerating cyst. The differential diagnosis includes an endometrioma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events abnormal bleeding (vaginal, event menorrhagia seriousness updated. Medical history, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems :bladder infect"), migraine ("other injuries/symptoms: migraine") and fatigue ("other injuries/symptoms: fatigue,") and was found to have neoplasm ("other injuries/symptoms: tumors,"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, migraine, fatigue and neoplasm outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, pelvic pain, menorrhagia and cystitis had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, neoplasm, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: :dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, uterus perforation, bladder infection, migraine, fatigue, tumors. Reporter information, date of birth, events outcome, lab data were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.